Manufacturer narrative:
Due to character limitation in e1, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) device was turned on for testing, an alarm sounded, and the device was shut down and restarted, with a message saying "iabp may need maintenance". No patient involvement and no casualties or harm were reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings and investigation conclusions) h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse stated that no fault was found. The internal dust of the device was cleaned. Function and safety performance of the device were tested. The parameters and indicators met the factory requirements. The iabp can be used clinically.

Event description:
N/a